Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During support with the impella cp, it was reported that the silver latch on the automated impella controller (aic) where the impella pump connects to the aic was accidentally broken during transport of the patient. The same day, the patient was escalated to an impella 5.5 for increased mechanical circulatory support, and a new aic was used. The device was subsequently weaned and explanted successfully, and the patient outcome was survived.

Manufacturer narrative:
A.6 is unknown. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H.10 related report number was not added to the initial report that was submitted and was added.